Event description:
Livanova received a report through the theme clinical study that a patient suffering from covid-19 experienced major bleeding during a removal procedure of the tandemheart transseptal 21fr cannula. A blood transfusion was required.

Manufacturer narrative:
Patient information was not provided. The serial/lot number was not provided, so UDI and device expiration date could not be determined. As the serial/lot number was not provided, device manufacture date could not be determined. Livanova manufactures the transseptal 21fr cannula. The event occurred in birmingham, alabama. As the device was not available for investigation, a specific root cause could not be identified. However, covid-19 disease is known to contribute/lead to excessive bleeding due to a higher incidence of coagulopathy and treatment with anticoagulants. The patient was reportedly receiving anticoagulant therapy. There is no known malfunction of the protekduo cannula in relation to this event. Based on all available information, the most likely root cause of the reported event is not device related and is associated to patient conditions and/or therapy (use of anticoagulants, patient ambulation, or the patient was dilated too large prior to insertion). At this time, there is no indication that the protekduo cannula experienced any malfunction related to the reported event, and no specific allegation of a device malfunction has been reported. Some bleeding at the cannulation/dilation side is also expected. The lot number of the device was not provided, so a review of the DHR could not be performed. As a specific malfunction was not identified, no corrective action was identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available for return - discarded by user.